Event description:
It was reported that the device was inserted into a brachialcyphalic fistula of a female patient. The device was inserted and ran in the arteriovenous (av) fistula. At which point, the physician noted a small interruption in pitch of the device. Deeming too small to mean anything and after taking precautionary matters, the device was once again run. This led to a tear of the native fistula and caused the patient major internal bleeding, which was noticed immediately by swelling in the shoulder region. As a result, the patient had to undergo major surgery to tie the fistula off to prevent internal bleeding and death. The patient is still undergoing follow up care.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.